Event description:
It was reported that the pump battery could not be charged. There was no reported impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy. Replacement charging supplies were sent to the customer to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.